Event description:
The physician reported the patient's capsular bag was weak and could not support the intraocular lens. The lens was removed without complication.

Manufacturer narrative:
Physician stated, the intraocular lens did not cause this event, patient had a weak capsular bag. The returned intraocular lens optic was cut in half with one bent haptic, not inconsistent with an explanted lens. While we were unable to determine the origin of the damage, our investigation reasonably suggests, it is not manufacturing related.